Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: due to burr on the channel mount unit, channel cleaning brush could not be inserted smoothly, the air/water cylinder and suction cylinder had no color, the control unit, switch flexible printed circuit, scope connector cover unit and mount had corrosion, the plug unit was deformed and had a scratch, due to a burn on the plastic distal end cover, insulation resistance at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the plastic distal end cover was shaved, the connecting tube had a wrinkle and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material on the plastic distal end cover, the adhesive around the objective lens, the adhesive on the bending section cover, the light guide lens and the adhesive around the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.